Event description:
It was reported that during a lap appendectomy procedure, on the second firing, the device cut, but did not staple. The stapler was cleaned properly prior to the second firing, it wasn't fired over an existing staple line, buttressing material was not used, and it is unknown if the device was articulated. Converted to an open procedure. Patient is doing well.

Manufacturer narrative:
Information anticipated, but unavailable at this time.